Event description:
Medtronic received information that this silicone oxygenator exhibited a liquid to gas leak. This observation was made while priming the unit, prior to use, with no pt involvement. The product was not used for the procedure.

Manufacturer narrative:
Analysis: visual examination of the returned device noted no signs of physical damage. Examination did identify the pesence of moisture in the gas port. The device was then dissected, which confirmed the presence of moisture inside the envelope. Vacuum testing identified several leak paths down the length of the envelope. Magnified inspection of a leak path identified a small cut (0.004 inches in length ) on the silicone fabric. This cut like occurred during manufacturing. Medtronic has rec'd similar reports of membrane leaks with this model silicone oxygenator. Investigation of those reports had identified possible causes for the leaks, which are currently being addressed by manufacturing. Specifically, steps have been taken in manufacturing to reduce assembly variability, and packaging improvements are being assessed in efforts to reduce damage that may occur during shipment. Medtronic continues to monitor field performance to defect similar events, should they occur. Conclusion: reduced device performance occurred and was related to the event. Clinical observation made while priming the unit, prior to use, with no pt involvement.